Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced a situation where the reservoir had 300 units and when they checked again she was down to 240 units, and they felt that the pump had delivered 60 units. The incident was on (B)(6) 2017 with blood glucose of 124 mg/dl at the time of the incident. The customer was at 53 mg/dl at the time of the call. The customer used sugar, chocolate drops, and juice to treat the low. The customer experienced symptoms such as sweating and a pounding heart. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer's pump was getting repeated compromised force sensor system alarms, and the bottom of the battery compartment was corroded. The pump also had blank display issues the previous week. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to moisture damage inside the force sensor resistor. Moisture damage found on the motor, vibrator and electronics also. The insulin pump passed the stop current test, run current test and displacement test. We were unable to confirm over delivery anomaly or perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to prime alarm. No blank display was noted. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.